Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error was confirmed during the event log review but was not confirmed during the functional testing. Nevertheless, the lm 34 temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon visual inspection, no physical damage was observed. The event log indicated tcmid:05 was recorded around the reported event date, confirming the reported complaint. In addition, the event log indicated the presence of the mid:09 (air trap assembly) error message, unrelated to the reported complaint. During functional testing, the customer reported tcmid:05 error was not reproduced. Upon further testing, unrelated to the reported complaint, the thermogard console displayed a mid:09 error message. The root cause of the mid:09 error was the defective air trap sensor board. After replacing the lm 34 temperature sensor and the air trap sensor board, the thermogard console was subjected to functional testing, and the system functioned as intended. Following service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the rewarming phase, the thermogard console (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.